Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 3 months, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized on (B)(6) 2018 with low flow alarms, shortness of breath, and dizziness. There were unspecified changes made to the patient's medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation. Review of the patient¿s complaint history found that low flows were previously experienced on 29apr2018 (investigated under MFR report number 2916596-2018-02268). The low flow was thought to be related to the patient¿s condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU provides an explanation of all pump parameters, including pump flow. The IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. This IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.